Manufacturer narrative:
Further information was requested but not received.

Event description:
Following the initial implant procedure, it was noted that the right atrial (ra) lead had become dislodged. A revision procedure was performed where the ra lead was successfully repositioned. The patient was in stable condition.